Manufacturer narrative:
The medical center in (B)(6) discarded all impella product in 2021. No analysis is possible. The failure mode will be monitored and trended.

Event description:
The medical team in (B)(6) had an impella cp support on (B)(6) 2021 for a patient suffering from heart failure. The patient had previously been supported by an intra-aortic balloon pump and had the care escalated. The pump support was successful for just over a day when it was explanted. The team later in 2022 reported in the (B)(6) registry that there was an access site bleed. The bleed was treated by infusion of red blood cells.